Event description:
It was reported that the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported the cannula was not properly inserted into the skin during wear. They did not feel the cannula go into the skin. The patient confirmed that the pink slide did move forward. Upon pod removal, the patient examined the pod and noted that the cannula appeared normal. The pod is not available for return as the patient threw it away. No treatment was reported.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down/smartphone: lockdown. Omnipod 5 software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.